Event description:
It was reported during in-clinic follow up that the patient's implantable cardioverter defibrillator (ICD) exhibited a premature battery depletion. The physician elected to explant and replace the ICD. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not able to be confirmed. The complete device was returned in one piece for analysis. Battery depletion was confirmed, but the reported event of premature battery depletion was not able to be confirmed. Device was sent out for further inspection. The returned device was lost in transit, and the analysis was unable to be completed. The cause of the reported event was unable to be established.